Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device was discarded.

Event description:
It was reported that, during a primary procedure for a left distal radius fracture, the locking screw would not lock, and kept spinning in the plate. Another screw was used and locked as intended. Surgery was completed successfully with a delay of less than five minutes. No adverse consequences were reported.